Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 20-feb-2018 with the following findings: during investigation, the battery compartment was cracked starting at the threads to the left side of grip pad down to the seal, and from the case seal traveling to the grip pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on 20-feb-2018.